Event description:
The customer states that the power cord is broken and copper wires are exposed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd 700 compression system was returned for investigation for the reported condition of; the customer states that the power cord is broken and copper wires are exposed. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was fully tested and passed all operational specifications. The scd 700 was manufactured in 2012. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.